Event description:
The customer observed a falsely elevated architect anti-hbs result for a patient that had been previously vaccinated many years ago. The following data was provided: initial result = 20 miu/ml, repeat result = 20 miu/ml and 20 miu/ml. In 2017 the result was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 7c18 has a similar product distributed in the us, list number 1l82.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list number 07c18-29 and the complaint issue. The overall performance of alinity I anti-hbs was reviewed using field data from customers worldwide. The likely cause lot is unknown in this case; however, this review confirms no systemic issue for the list number has been identified. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbs reagent (list number 07c18-29) lot unknown was identified.

Manufacturer narrative:
Correction to write up in section h10: the complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list number 07c18-29 and the complaint issue. The overall performance of architect anti-hbs was reviewed using field data from customers worldwide. The likely cause lot is unknown in this case; however, this review confirms no systemic issue for the list number has been identified. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect anti-hbs reagent (list number 07c18-29) lot unknown was identified.